Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 1 years after the first surgery. Surgeon explanted the 36/10 cementless humelock reversed stem, 36/+9 stability humeral cup, and +9mm humeral spacer. He then implanted a 32/08 cementless humelock reversed stem, 36/+6 stability humeral cup, and new +9mm humeral spacer.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).